Event description:
It was reported high impedances, greater than 4000 ohms, were observed on the patient's right lead. It was noted the event was ongoing. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3391s-40, lot# v387340, implanted: (B)(6) 2010. Product type: lead: product ID 3391s-40, lot# v159369, implanted: (B)(6) 2010. Product type: lead. (B)(4).